Manufacturer narrative:
Result: visual inspection of the returned product found a piece of one haptic torn off and missing. A cartridge was returned and the cartridge tip was split. A foam tip plunger was returned with no visible damage. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. A cartridge lot number search was performed and no similar complaints were found within the search. Conclusions: based on the complaint history, work order search, lot number search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated the surgeon attempted to insert a 12.6mm micl12.6 implantable collamer lens, but the lens tore. The lens was almost implanted when the surgeon noticed the haptic was split. The lens was removed and the back-up lens was implanted. Additional information has been requested, but none has forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.